Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trells 6 120x30. The customer states that during a procedure, the distal balloon would not inflate. The customer then pulled out the device and tested inflation once more and still the balloon would not inflate. The customer opened a new trellis device and continued with the case. The case was completed successfully with the second device. No medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.